Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located at the moderately tortuous and moderately calcified distal left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good. It was further reported that the balloon was inflated twice.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 5mm from the tip of the device. The device failed to inflate to rated burst pressure. During functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located at the moderately tortuous and moderately calcified distal left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good. It was further reported that the balloon was inflated twice.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located at the moderately tortuous and moderately calcified distal left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.